Event description:
The director of pharmacy for the facility reported the compounder was to deliver 98ml of sterile water into empty bag. The bag was taken to a hood where saline was added to make a concentration of "half normal saline" to be infused to a patient through an umbilical catheter to keep the line patent. The patient subsequently experienced an evaluation in blood sugar, reported as 370mg/dl at noon in 2004 and it then went down to 109mg/dl later in the day without medical intervention other than discontinuing the umbilical arterial line fluid. The bag was tested with a glucometer and was reporter to contain 206mg/dl of glucose. The neonatologist reported that the patient did not require medical intervention and did not experience any adverse effects.